Event description:
It was reported that approximately a year ago, the pacing impedance of the right atrial (ra) lead suddenly increased from 500 ohms to 1673 ohms. Since then, the impedance has continued to fluctuate, averaging out of range values, around 2000 ohms. In addition, loss of capture (loc) was noticed. A chest x-ray was performed in which a possible lead fracture was observed. Technical services (ts) reviewed presenting and stored electrocardiograms (egm) and determined that no noise was present. Ts recommended to continue monitoring and stated that a lead revision could be considered eventually. No adverse patient effects were reported. This ra lead remains in service.